Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-00175. It was reported the patient's system was autoreducing. It was noted that the patient had a fall prior. Reprogramming was performed, but the patient still underwent surgical intervention during which the leads were explanted and replaced. Effective therapy established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.